Event description:
It was reported by service report that the foot end jack will not raise. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval result: release rod.